Manufacturer narrative:
During a coronary intervention, the steer-it tip deflecting guidewire "stopped being able to deflect or straighten". The wire was removed without and no patient injury occurred. Vessel/lesion characteristics were described as an acute take-off to a tortuous, mildly calcified septal branch of the lad. The procedure was abandoned, as the steer-it wire was the last resort to access the lesion. Analysis of the returned device identified stretched coilwires. The sample article consists of one each clinically steer-it device; returned coiled, loose, with the fully compressed handle secured at the proximal end hypotube. As received, the distal tip is partially deflected and presents coil wraps displaced distally, creating a stretched region 2.55 to 2.90cm from the distal tip. Numerous bends/kinks are present in the hypotube. The actuating wire presents kinks that are consistent with the location of the handle's proximal locking collet. Functional testing of the specimen demonstrates no deflection function in either direction. The degraded performance may be related to the bend/kink damage to the hypotube distal of the actuating handle. Twisting of the actuating wire may have been incurred, when the kink damage to the actuating wire occurred, due to the wire becoming distorted in the machined slots of the handle's locking collet. All guide were joints appear and correct when viewed as 18" with vision corrected to 20-20 and at 6.7x magnified, and by non-destructive pull testing. Except where noted, the specimen appears visually and dimensionally correct. The specimen wire does not present any obvious indication of manufacturing defect or anomaly. With the available information, it appears that vessel/lesion characteristic may have contributed to the tip damage.

Event description:
The report we received from the affiliate indicated that during a percutaneous coronary intervention, the physician was using a steer-it guidewire to enter an acute take off, tortuous, mildly calcified septal artery lesion. The device was working and suddenly, the deflecting tip stopped being able to deflect or straighten. Consequently, the wire remained in the deflected position. The device was removed from the patient with the tip still deflected. There was no reported patient injury but, the procedure was aborted; as this was the last resort to gain access to the vessel. Further information indicated that after removing the wire from the patient, the wire, did not appear stretched, unraveled or kinked. Addendum 02/13/2007. After review of the product analysis report, it was noted during visual analysis, the tip of the wire was partially deflected and presented coils wraps displaced distally, creating a stretched region.